Event description:
It was reported that the nurse stated they were getting a low flow alert in an arctic sun device. Water flow rate (wfr) was bouncing around from 0.5 liter per min to 0.6 liter per min. Current water flow rate (wfr) was 0.8 liter per min. Advised that the water flow rate (wfr) needs to be 0.7 liter per min or higher. When it dropped below that affects the heater's ability to responding if the patient temperature (pt) dropped below the targeted temperature (tt). Discussed disconnecting and reconnecting but the nurse preferred to continue therapy as long as the water flow rate (wfr) was within the needed range. Encouraged to call back if the water flow rate (wfr) dropped or if they receive any alerts or alarms. Per follow up information received via task on 26may2026, spoke with nurse who confirmed they continued therapy until they got to rewarm and the water started to have trouble staying above the target temperature. They disconnected and reconnected the pads again and the flow rate went back up to around 0.9 liter per min and continued some fluctuation. They completed therapy with the same pad and have kept it for sample return. Forwarded to charge nurse desk for return details.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.